Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false tachycardia episodes due to noise. It was further reported that the device "missed" the patient's syncope event. It was thought that the device was not placed in the appropriate location. The icm was explanted and replaced. No patient complications have been reported as a result of this event.